Event description:
It was reported that this right atrial (ra) lead was explanted due to loss of capture (loc). A new ra was successfully implanted. No additional adverse patient effects were reported. The lead is not expected to be returned.